Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch #331a05. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the return reload. Visual analysis of the returned sample determined that the device was not received for analysis and only one 6r45b reload was received with no apparent damaged and partially fired 1/10 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 331a05, and no non-conformances related to the reported complaint condition were identified. Batch #: 331a05. Manufactured date: 8/2/2021. Product exp. Date: 7/30/2026. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that back in (B)(6) 2024 during a pharyngeal pouch stapling using the endo path ets45 3.5mm staples, the patient suffered a perforated esophagus. It was not reported how the incident was managed, patient impact or if and how long the procedure time was extended.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: yes. Did the device deliver any staples? Yes, partial fire. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Yes, rigid.